Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a freestyle libre 3 plus pairing failure with no readings appearing after an attempted connection; after guided troubleshooting, the user rescanned the sensor and the sensor entered warmup, resolving the pairing issue. No adverse clinical symptoms reported. Outcomes included no alerts or alarms and no need for medical care. User support included customer support troubleshooting and user education focused on sensor pairing and rescanning procedures. Investigation of this case revealed a temporary communication or setup issue that was resolved by rescanning, with no device hardware malfunction identified. It was concluded, based on similar reports, that user interface or setup factors were the most likely cause.